Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's screen is twisted. Hinge on the back looks opened. There was no patient involvement.

Event description:
It was reported that, the cardio save intra-aortic balloon pump (iabp) unit's screen is twisted. Hinge on the back looks opened.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate unit. The customer reported twisted display screen display hinge cover tabs were broken. Transport units display was twisted causing hinges to pop out of alignment. No other damage to unit. Removed and replaced hinge covers as required. Completed repair with all functional and safety tests per manufacturer specifications.